Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and weight not provided for reporting. Date of event: unknown. Additional product code: hwc. (B)(4). Implants were removed on an unknown date in (B)(6) 2012. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient reported significant postoperative pain at the implant site. Revision surgery was performed to remove the device after the fracture healed, and the patient was reportedly pain free after removal. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes 3.5mm cortex screw and a synthes 6.5mm cannulated screw on an (B)(6) 2011. Upon waking from the original procedure, the patient noted an adverse reaction, clarified as significant pain at the implant site. On an unknown date in (B)(6) 2012, the patient was returned to the operating room to have the screws removed after the fracture had healed. Patient noted that they were virtually pain free upon removal of the implanted devices. This complaint involves two (2) devices: 1 3.5mm cortex screw and 1 6.5mm cannulated screw with 2 part datas. No additional information regarding this complaint is available. This report is 2 of 2 for (B)(4).